Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during artery catheter insertion pulmonary, difficult puncture, when passing guide metal is damaged, it falls apart infilaments and breaks, so it takes open new catheter." No patient injury or complication reported. No report of piece breaking off or being retained in the patient.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during artery catheter insertion pulmonary, difficult puncture, when passing guide metal is damaged, it falls apart infilaments and breaks, so it takes open new catheter." No patient injury or complication reported. No report of piece breaking off or being retained in the patient.